Event description:
It was reported when using the pyxis medstation es system had cubie failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the cubie not being recognized on the bus. A field service engineer replaced the retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.